Manufacturer narrative:
(B)(4). Visual inspection of the returned guide confirmed that the device showed signs of usage (nicks, gouges). It was also seen that the device is fractured and all fractured pieces were not returned. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Surgical notes were not provided. This complaint is confirmed. The reported lot has been in the field for approximately fourteen years and eleven months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the plastic trial cracked during the procedure. No pieces fell into the patient. No patient impact.